Event description:
The customer reported that when the battery test pushbutton was pressed on the css console backup controller, the screen on the monitoring computer froze and the data numbers displayed on the screen dropped. The css console also exhibited an alarm. When the battery test pushbutton on the backup controller was released, all displayed data returned to normal and the console stopped alarming. The pt was switched to a backup css console without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions, did not alter the pumping to the syncardia total artificial heart in any way and had no impact on the pt. The css computer is a monitoring device only and does not control css console functionality. In addition, the css console has a redundant, primary controller. Syncardia will conduct an investigation, and the results will be provided in a supplemental MDR.